Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the doctor broached to a size 4 accolade. He asked for a size 127 degree. I opened it for him. The packaging was compromised. Size 4 never implanted. The doctor then broached up to a 4.5. No harm to pt.